Event description:
It was reported that a 110v psi-tec iii aspirator experienced backed up contents within the machine. Within minutes of turning on the aspirator, the liposuction fat had backed up into the tubing leading to the backup filter and invading the inside the base of the unit. The aspirator was then turned off and this part of the procedure stopped. The filled filter part of the aspirator was then removed from service, cleaned on the surface and sent to biomed for repair and internal cleaning. Another aspirator was brought in to finish the procedure. There was a 20-minute delay. No adverse event was reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable, manufacturer¿s reference number: (B)(4).